Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" alarms) was confirmed. The cause for the "adjust belt" alarms was a damaged trunk cable. Upon inspection, small holes and tears were found in the trunk cable insulation, exposing the wires. The root cause of the damaged trunk cable cannot be positively identified. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
A patient's wife contacted zoll lifecor customer support to report that the patient was receiving excessive "adjust belt" alarms. The patient's electrode belt was replaced.